Event description:
Nurse states received sealed shipping box, opened the box and when removing the snare packages noted that the bottom of the packages were not sealed. Nurse indicated that all ten in the shipping box are the same.